Manufacturer narrative:
(B)(4). G2- united kingdom. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) - femur.

Event description:
It was reported that during a total knee arthroplasty the femoral component did not fit and appeared to be the wrong size. When the implants were opened the scrub nurse noticed that the femur didn't seem quite right when applying the cement to the femoral implant. The surgeon tried to implant the femur, but it wouldn't fit because it was too small. When compared to the trial it was small. They opened another femur implant which fit fine. The lot number on the implant is different than that lot number on the box the implant came in. Attempts to obtain additional information have been made; however, no more information is available at this time.